Manufacturer narrative:
Analysis of the returned device revealed kinking, stretching, and break at the detachment zone of the main coil, damage of the main coil suture, and kinking of the delivery wire. The kinking of the delivery wire was likely due to handling damage. While review of the manufacturing records did not reveal that the device failed to meet specifications upon release, the damage to the main coil suture is indicative of a manufacturing defect which likely contributed to the reported event and the damages observed during analysis. Therefore, an assignable cause of manufacturing deficiency has been assigned to this investigation.

Event description:
It was reported that during repositioning of a coil for embolization of an aneurysm of the posterior communicating artery, the coil stretched and broke in the patient. The broken part of the coil was removed using a snare retrieval device without patient complication due to this event.

Event description:
It was reported that during repositioning of a coil for embolization of an aneurysm of the posterior communicating artery, the coil stretched and broke in the patient. The broken part of the coil was removed using a snare retrieval device without patient complication due to this event.

Manufacturer narrative:
Correction/removal rpt number: the reference number previously provided was incorrect.

Event description:
It was reported that during repositioning of a coil for embolization of an aneurysm of the posterior communicating artery, the coil stretched and broke in the patient. The broken part of the coil was removed using a snare retrieval device without patient complication due to this event.